Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and that an unexpected reset occurred. Additionally, it was reported that the pump touch screen was unresponsive and that an occlusion alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.